Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and three months post filter deployment, computed tomography revealed there was a caval filter in the inferior vena cava. Approximately one year later, computed tomography revealed the inferior vena cava filter was at mid l2 to superior l4 and grade 3 perforation was noted. Posterior strut abutted the inferior l3 at 9 mm. Approximately one month later, computed tomography revealed an inferior vena cava filter. Approximately two years later, computed tomography revealed the inferior vena cava filter was at mid l2 to superior l4 and grade 3 perforation with posterior strut abutting the inferior l3 at 7 mm. Approximately four years later, computed tomography revealed the linear prongs of the inferior vena cava filter extended beyond the contour of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.